Event description:
On (B) (6) 2010, the pt was implanted with an scs system. On (B) (6) 2010, the lead was revised due to pain at the incision site. The physician moved the terminal ends of the lead laterally and retunneled the terminal ends of the lead back to the ipg pocket and reconnected the lead to the ipg. The doctor opened the incision site, using a skin knife, and used bipolar electrocautery. The pt was asleep during procedure, and was not awakened for testing. The sales rep measured normal impedance on all contacts during intra-operative testing. Neuromonitoring was used during the procedure and no problems were indicated. Six hours after the operation, the pt reported being unable to move her legs. The device had not been turned on. On (B) (6) 2010, it was reported that the pt had regained movement of her legs and was able to walk again.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.